Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with minor scratch on lcd screen. Event log history was performed and indicated high alarm displayed: cassette not attached properly was recorded in history. During analysis, customer?s reported concern was able to be confirmed. Fluid ingression was noted and the downstream occlusion (dso) sensor was unresponsive. Service will replace the dso sensor to correct the reported issue, will perform a full preventive maintenance and functions tests to pass. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information received a smiths medical cadd solis vip 2120 alarmed cassette not attached properly. No patient adverse events reported.